Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on scope connector, a noise image occurs; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; scope connector is dirty due to water leakage; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; connecting tube has a scratch; due to damage on scope connector, a noise image occurs; switch1 has a scratch; forceps channel port is shaved; protector of universal cord on scope connector side has a scratch; adhesive around objective lens is peeled; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis of the foreign material revealed that the main component was organic silicon and silicic acid. Tap water and chemicals may not have been fully removed in reprocessing due to external factors since the nozzle was observed to be deformed, which may have caused the foreign material to remain in the nozzle. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. Inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Instructions, reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.4 ¿leakage testing of the endoscope¿ describes how to inspect for the subject event as below. Perform the leakage test 1 fill a clean, large basin with the water as described in section 3.2, ¿water (for reprocessing)¿. 2 attach the leakage tester connector of the leakage tester (mb-155) to the output socket of the maintenance unit (mu-1). Turn the maintenance unit on. 3 depress the pin located inside the connector cap of the leakage tester and confirm that air is emitted from the connector cap with a whoosh sound. 4 confirm that both the connector cap of the leakage tester and the venting connector of the endoscope are dry. If not, dry with clean lint-free cloths. Attach the connector cap to the venting connector by pushing on and rotating clockwise until it stops. 5 with the leakage tester attached, immerse the endoscope in the water and observe for approximately 30 seconds while deflecting the bending section of the endoscope by turning the endoscope¿s up/down and right/left angulation control knobs. Confirm that there is no location on the endoscope from which a continuous series of air bubbles emerge. 6 remove the endoscope from the water with the leakage tester still attached. 7 turn the maintenance unit off. 8 detach the leakage tester from the maintenance unit or the light source. 9 wait 30 seconds, or until the covering of the bending section contracts to its pre-expansion size. Detach the leakage tester from the endoscope. 10 thoroughly dry the leakage tester using clean lint-free cloths.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, there is noise in the endoscopic image and noise appears in the outline. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.